Event description:
A malfunction alarm was reported with no notable events occurring beforehand. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer contacted technical support, who provided information on how to reset the pump. After the reset, the malfunction did not recur, and the customer was advised to continue using the pump and to call back if the issue happened again.